Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 28 x 3.00mm stent delivery system was returned for analysis without a stent. The balloon was reviewed. There was no stent on the balloon. Balloon appeared to have been inflated and deflated as it was returned in a flattened deflated state. Evidence of clear media was noted inside balloon. No damage was noted to the balloon. A visual and tactile examination of the shaft polymer extrusion found no issues. The device was returned with the hypotube severely kinked, twisted and wrapped up. A balloon inflation/ deflation test was not carried out due to the severe wrapping and twisting of the hypotube. An examination (visual and via scope) of the tip identified tip damage. No other issues were identified during the product analysis.

Event description:
It was reported that removal difficulties were encountered. A 8mm x 2.25mm promus premier drug-eluting stent was advanced for treatment. However, the delivery system balloon was stuck in stent after deployment. No known patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that removal difficulties were encountered. A 8mm x 2.25mm promus premier drug-eluting stent was advanced for treatment. However, the delivery system balloon was stuck in stent after deployment. No known patient complications were reported.